Event description:
Reportedly, the first and second tacker instruments used misfired. As a result, the procedure was converted to an open procedure, because no more instruments were available in the hospital's inventory. Pt status: no pt injury reported. Procedure unk.